Manufacturer narrative:
D3. Manufacturer email: (B)(6).

Event description:
It was reported that during preparation of the procedure, error 103 (chiller-mmcu communication error) displayed. The message prompted to shut the unit down and wait one minute and then restart. The unit was restarted and error 69 (embedded sw versions mismatch) displayed. The unit was restarted again but error 69 persisted. The procedure was not completed due to this event. The patient was already under anesthesia. There were no patient complications, and the patient is stable. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during preparation of the procedure, error 103 (chiller-mmcu communication error) displayed. The message prompted to shut the unit down and wait one minute and then restart. The unit was restarted and error 69 (embedded sw versions mismatch) displayed. The unit was restarted again but error 69 persisted. The procedure was not completed due to this event. The patient was already under anesthesia. There were no patient complications, and the patient is stable. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the lumenis computer (lpu) board and ran self-calibration tests. The alignments were tested and the output power on low, medium and high were tested. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported clinical observations were confirmed as replacing the lpu board resolved the issue. The lpu board was most likely damaged and the reason that caused the reported error messages.